Event description:
It was reported that post-op realize gastric band procedure, the catheter came off the port. The patient has had a couple of fills prior to this being found. The port has not been replaced awaiting surgery schedule date.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device remains implanted.